Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw on this device has become cross threaded at some point making it difficult to use. Nothing adverse happened to the patient and no delay.

Manufacturer narrative:
(B)(4). Examination of the returned device was unable to confirm the reported event. No evidence of device malfunction was identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.